Event description:
During lap colon procedure, it worked intermittent until it stopped working. They thought the probelm was the shears, but they realized it was the hand piece. There were no adverse consequences to the patient.